Manufacturer narrative:
The report of the autopulse ((B)(4)) not performing compression was confirmed during functional testing and archive data review. The root cause was due to the driveshaft not being in home position. Upon visual inspection, a damaged front enclosure was observed. This observation was not related to the reported event. The archive data was reviewed and contained multiple the user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message occurred on 19 nov 2018 and not on the reported event date of (B)(6) 2018, thus confirming the reported event. Evaluation of the platform during initial power up, revealed a ua 45 error message on the user control panel. It was indicated that the driveshaft was not in home position. The driveshaft was readjusted back to home position and clutch plate was deburred. The platform was further tested and passed all final specification without error. Note that user advisory error messages are designed into the platform when one of several conditions is detected. Ua 45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruct, to clear ua 45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position. Historical records were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the autopulse platform ((B)(4)) was unable to perform compression. Unable to verify if the platform displayed an error message. No patient involvement.